Manufacturer narrative:
The production and inspection process of the lots no 24b08001 were reviewed by the supplier and no abnormity found in the samples. Root cause could not be determined as no sample was returned. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Event description:
End user reports sharp edges on eyelets caused bleeding events with catheterization this week. Consumer is newer to cic, cathing about the last month and a half, caths for retention from bph found following a hip surgery he had this past october. This has been his preferred catheter and has already used them for the past 1.5 months since starting cathing and has had no issues with this product up until he opened this new box. He said as soon as he opened a new box this week and inserted the catheter as he always has, with the coude tip upwards (as he is aware of proper coude placement). He felt in the first few inches in his urethra a sharpness catching him inside and cutting him causing bleeding. He thinks the sharpness is by the eyelets and they did not feel well polished and rather sharp. He saw blood on the catheter upon retraction and then on the tip of his penis after cathing. His urine has been clear. He had this experience with 2 catheters back to back from the box so he started to turn the coude tip around when initially inserting to bypass the area he felt like he had cut and then turns the coude tip around prior to passing the prostate however still has had bleeding on and off all week doing this although it feels more comfortable passing the part he initially cut by doing this. He feels like even by doing this technique the eyelets aren't smooth and more grabbing internally. He last had some bleeding this morning still by doing this as noted on the catheter itself, blood seen on the end. He feels like the box is defected with sharp edges around eyelets. He has called his md about this bleeding but has not gotten a call back yet.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3005471919.